Event description:
It was reported that a patient presented in-clinic for an implant procedure. After the implant was completed, the patient's right ventricular (rv) lead was found to have exhibited dislodgement. No electrical malfunction was reported. The rv lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.